Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that "when the power was turned on, it repeatedly restarted and transitioned to red x". There was reportedly no patient involvement.